Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (15 mg/ml at .8 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient failed dye study as the healthcare provider (hcp) could not aspirate from the catheter access port during the procedure. There were no external factors that contributed to the event. The catheter was disconnected from the pump, tied off, and replaced. The issue was resolved at the time of the report. The explanted catheter was discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
Concomitant products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 09-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.